Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that the patient called to report that the clinic "discovered" that the lead needed to be replaced. The patient indicated that the clinic found "something wrong" with the lead. The status of the lead is unknown. No patient complications have been reported as a result of this event.